Manufacturer narrative:
The specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The lot/batch/serial is unknown; therefore, a service history review cannot be performed. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery, the equipment was not performing the aspiration and irrigation properly in phacoemulsification mode and also presented with intermittent phacoemulsification power. The aspiration rate and vacuum were found to be 30 and 500 respectively. No system message was displayed. The procedure completed in a slower manner.